Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 410 mg/dl. The customer declined to troubleshoot for the insulin pump during this incident. Customer also reported having issues with connecting to the transmitter. The customer also reported they had inaccurate readings with their blood glucose. It was also reported, the customer had bent sensors. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.